Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone that the customer had high blood glucose level. The customer¿s current and at the time of incident blood glucose level was 400 mg/dl. The customer¿s husband reported that the customer was unable to hear beeping sound, the pump was neither beeping nor vibrating currently. The pump beeped during tone test. The customer had symptom related to high blood glucose level was she was confused. The insulin pump will not be returned for analysis.